Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the right external iliac artery, a balloon was reported to have ruptured. A contralateral approach was done. There was no information regarding the morphology of the vessel/lesion. The balloon catheter was advanced to the lesion over the guidewire through the sheath introducer (si) and the balloon was inflated using an indeflator; however, the balloon ruptured at 4 atmospheres. Thereafter, the balloon catheter was withdrawn and another balloon catheter was used to dilate the lesion. There was no adverse consequence to the patient. This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni